Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after seating a lcp anterolateral distal tibia plate, the surgeon used a 3.5mm cortex screw as the positioning screw. Reportedly the screw broke during tightening of the screw. The patient was young and the bone substance was good; therefore, the surgeon used the quick handle with drill bit instead of a small driver for tightening. The tapping did not reach the contralateral cortical bone. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
The measurable dimensions were checked and were found to be in compliance with the ao asif specifications. Our investigation shows that the shaft of the screw broke off. We are not able to determine the exact cause which has lead to this occurrence. It is possible that the breakage occurred during a mechanical overloading situation. No product fault could be detected.